Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s system displayed alerts to connect the cgm or enter a bg after a new dexcom g7 sensor was applied, and pairing was in progress with a valid pairing code while the user experienced a low glucose event overnight. Symptoms included hypoglycemia to 62 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with approximately half a cup of orange juice and recovery to a bg of 118 mg/dl, with no medical intervention or hospitalization. Investigation included a review of cgm pairing status and user-reported system behavior, with guidance provided that sensor pairing can take up to 30 minutes. Investigation of this case revealed a transient signal loss or communication delay during initial sensor pairing, with the responsible device not definitively identified. It was concluded, based on previously established findings for similar reports, that the cause was user and device interaction during early cgm warm-up and signal acquisition.